Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during bolus delivery. Customer's blood glucose (bg) level was 329 mg/dl. Reportedly, the customer reverted to an alternate pump to address bg level and for alternate insulin therapy.

Manufacturer narrative:
Adverse event corrected from "yes" to "no". Other serious corrected from "yes" to "no". Deleted "customer's blood glucose (bg) level was 329 mg/dl". Added "the customer's blood glucose level was not impacted due to the alarm 19 issue". Type of reportable event- corrected from "serious injury" to "malfunction". (B)(4)..

Event description:
The customer's blood glucose level was not impacted due to the alarm 19 issue.